Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 419 mg/dl. Customer attempted to treat blood glucose with a bolus delivery and customer disconnected pump and suspended delivery. Customer monitored blood glucose to assure it does not drop further than 70 mg/dl. Customer was advised of active insulin. Customer was also advised if blood glucose dropped too fast to treat with food or glucose tablets.